Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "it is necessary to restart the system to be able to continue the examination." "The problem is intermittent, it occurs during radiography as well as during fluoroscopy." The customer needs to do an off/on cycle to resume normal operation.